Event description:
It was reported that vessel damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. The 10.0-31 carotid wallstent self--expanding stent was advanced and delivered through 8f guide catheter for treatment. The stent delivery system was stabilized for deployment, but there was a significant resistance. The angiography showed that the blood vessel was obviously damaged. The deployment resistance remained significant when it was withdrawn from the blood vessel for in vitro testing. Upon checking, it was confirmed that it was caused by the stent problem. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). H6 patient codes from perforation of vessels, e0511 to vascular dissection, e0515. Upon receipt at our post market quality assurance laboratory, the device was received with the stent fully constrained in the correct position on the delivery system. The investigator successfully deployed the stent without issue. No damage was noted to the deployed stent. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage along the length of the device.

Event description:
It was reported that vessel damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. The 10.0-31 carotid wallstent self--expanding stent was advanced and delivered through 8f guide catheter for treatment. The stent delivery system was stabilized for deployment, but there was a significant resistance. The angiography showed that the blood vessel was obviously damaged. The deployment resistance remained significant when it was withdrawn from the blood vessel for in vitro testing. Upon checking, it was confirmed that it was caused by the stent problem. The procedure was completed with another of the same device. No further complications were reported, and the patient condition following procedure was stable. It was further reported that significant dissection occurred caused by the stent on blood vessel. The stent was too hard, but another non-boston scientific stent was used to cover the dissection and completed the procedure.